Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc) but not returned to olympus medical systems corp. (Omsc). Omsc could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon occurred due to the following causes or other. The surface of the insertion tube of the subject device was repeatedly wiped and scrubbed excessively. Chemical deterioration of the surface of the insertion tube of the subject device due to chemicals.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc) on october 14, it was found that the coating of the insertion tube of the subject device had been partially peeled off. Other detailed information was not provided. There was no report of patient injury associated with the event.